Event description:
Primary stability not achieved, no thread tap used, trauma / accident, immediate implantation, undersized implant bed, preceding/simultaneous bone augmentation, pain, swelling ((B)(6) are same patient).